Event description:
A malfunction was reported on a pump by the caller. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After the reset, the malfunction code did not reoccur. The customer was informed to continue using the pump and to contact support if the issue recurs.